Event description:
Ref MDR # 1219856-2011-00456 for the first event involving the same pt. It was reported that the event involved a male pt while in the vascular surgery department. The md inserted the intra-aortic balloon (iab) through the teflon sheath via right femoral artery with no issues. When the md attempted to remove the iab, it became stuck in the teflon sheath. As a result, the vascular surgeon had to remove it surgically. This caused a delay / interruption in therapy. There was not another attempt at the procedure. There was no report of pt death or injury. Surgery was the only complication noted. The pt outcome fine.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.